Event description:
Allegation received that the leg support weld on sabina ii mast was broken. No injury reported.

Manufacturer narrative:
Advised customer replace mast p/n 20290038. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.